Manufacturer narrative:
The event of pain is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: pain. This is a known potential adverse event addressed in the product labeling.

Event description:
A healthcare professional reported that a patient experienced the events of ¿occasional pain bilaterally¿ and ¿concerned about recent recall discussions." The left side device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Event description:
A healthcare professional reported that a patient experienced the events of ¿occasional pain bilaterally¿ and ¿concerned about recent recall discussions." The left side device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: crease fold, deformation and weight to the spec. Cloudy and voids was observed after autoclave disinfection process. Based on the device analysis the final assessment is: no issues found related with the manufacturing process.

Event description:
A healthcare professional reported that a patient experienced the events of ¿occasional pain bilaterally¿ and ¿concerned about recent recall discussions." The left side device has been explanted.